Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidezilla fracture occurred. During unpacking, a guidezilla¿ guide extension catheter was noted to be fractured when it was rubbed. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status is stable.